Manufacturer narrative:
The returned device was evaluated and the exposed soft cannula for the received pod was found to be kinked. During fluid path test, the fluid passed freely through the complete fluid path, even though the exposed soft cannula was kinked. It could not be conclusively determined when this damage to soft cannula occurred. After investigating the pod, no damage or tear was found along the complete fluid path that would cause any leakage of insulin from the pod. The pod received was having evidence of blood on the adhesive pad, notable near the bottom housing window. During investigation, no damages or defects were found on formed needle and bottom housing that would cause bleeding/bruising at the infusion site. The actual cause of the bleeding/bruising could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage using lighted magnifier.

Event description:
It was reported the patient's blood glucose level rose to 404 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, the patient administered 12 units of insulin and drank water.